Manufacturer narrative:
A ge representative evaluated the system and turned off the extended fluoro function at the customer's request. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continues to fluoro after releasing the foot pedal. No patient injury was reported.